Event description:
Reporter not being able to adjust stimulation and display showing "call your doctor" icon. A power on reset (por) condition was noted. The patient had a couple bad falls and reported injury. It was reported that the lead came loose and the implantable neurostimulator (ins) came to the surface. Reporter stated that health care provider (hcp) stated one of the electrodes was not working and so they were attempting a revision in addition to "sinking the ins deeper." The lead /ins migration/issues were reported. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va03e5d, implanted: 2012-(B)(6), product type: lead. (B)(4).